Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. It was reported that the patient had thoracolumbar surgery on (B)(6) 2016 at which time the physician dislodged the patient¿s catheter from the intrathecal space. The doctor then ordered the pump to be set to minimum rate and the managing physician was notified. The environmental, external, or patient factor that may have led or contributed to the issues was noted to be the surgery. The diagnostic/troubleshooting performed was noted to be interrogated pump. The issue was not resolved. It was unknown if surgical intervention was planned. The patient status was reported as ¿alive - no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.